Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a radiologic technologist (rt) via a clinical specialist (cs) regarding a navigation device. It was reported that the software exited unexpectedly while trying to load an exam via a disk. The rt was able to select cd as the source, but the software unexpectedly exited when the button to select folder was clicked and the user was left with the blue background only. The rt performed a hard shut down of the system and tried it again but got the same result. A new disk was made and it was confirmed that the issue was resolved. There was no patient involvement.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site had already disposed of the disc so it would not be sent in for analysis.